Event description:
It was reported that the procedure was on (B)(6) 2009. After pre-dilatation of the first obtuse marginal target lesion, a 3.0 x 18/20 mm study stent was implanted. Then, a 3.0 x 18 mm promus stent was implanted in a pre-dilated non-target lesion in the proximal left anterior descending artery. Post-procedure, the patient had elevated cardiac enzymes and troponin I elevation. Although the event was considered a myocardial infarct, there was no treatment and the patient was discharged same day on aspirin and clopidogrel. The event was considered resolved without residual effects on (B)(6) 2009. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.